Manufacturer narrative:
A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event with a product complaint (pc), concerns a (B)(6) male patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30) via a reusable humapen savvio (red) device. Dosing regimen, route of administration, start date, and indication was not provided. He noted his humapen savvio (red) device was not working correctly; date not known. He further described that he heard the clicks when he was pressing the dose knob while applying the insulin and that it did not happen before, that the insulin was not coming out and that there was space between the screw and the cartridge plunger. In addition, he noted that the problem occurred when the pen was dialed more than eight units, the screw came up instead of coming down (product complaint number (B)(4) and lot number 1407v03). Approximately on (B)(6) 2018 his glucose levels were very high. He also used some human insulin isophane suspension 70%/human insulin 30% from laboratory but did not remember the exact name brought his glucose levels down very quickly. Treatment measures and outcome of the event was unknown. Human insulin isophane suspension 70%/human insulin 30% treatment was discontinued on an unknown date and unknown if it was restarted or not. Humapen savvio (red) pen treatment status was continued. The user of the humapen savvio (red) device was the patient and his training status was not provided. The humapen savvio (red) pen model duration was not provided. The suspect humapen savvio (red) pen duration of use was approximately three months. The suspect pen with (B)(4) was returned to the manufacturer on 19feb2018. The reporting consumer did not consider the event was related to human insulin isophane suspension 70%/human insulin 30% treatment whereas considered the event was related with humapen savvio (red) pen. Update 07mar2018: additional information received on (B)(6) 2018 from global product complaint database. Updated malfunction from unknown to yes/cirm. Added device return status to returned to manufacturer and date returned to manufacturer for (B)(4) associated with lot of 1407v03 for humapen savvio (red) device. Case priority was changed accordingly. No additional information added. Edit 09mar2018: updated medwatch and (B)(6) fields for reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 01may2018 in the b.5. Field. No further follow up is planned. Evaluation summary: a male patient reported that he heard the clicks when he was pressing the dose knob of his humapen savvio device, that the insulin was not coming out, and that there was space between the screw and the cartridge plunger. In addition, he noted that when the pen was dialed more than eight units, the injection screw came up instead of coming down. The patient experienced increased blood glucose. Investigation of the returned device (batch 1407v03, manufactured july 2014) found the clicks and injection screw movement to be normal, but the device could not be dosed. Further investigation noted damage on the face clutch teeth and identified the reportable malfunction of face clutch engagement failure. Without proper engagement of the clutch mechanism, up to a 100% underdose can be delivered. Malfunction confirmed. The face clutch spring was found to be within specifications. A batch record review, a complaint history review, and testing of retention samples did not identify any issues related to the face clutch engagement failure. Therefore, root cause of the face clutch engagement failure could not be determined. This is the first occurrence with this type of issue for this and any savvio batch. The patient also reported using needles three times. The core user manual instructs to use a new needle for each injection. A corrective action was implemented to include a 100% functional inspection for proper clutch engagement beginning with batch 1612v01 (manufactured december 2016). The complaint batch 1407v03 was manufactured prior to the implementation of this corrective action. There is evidence of improper use. The patient reused needles. This may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event with a product complaint (pc), concerns a 42 year old male patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30) via a reusable humapen savvio (red) device. Dosing regimen, route of administration, start date, and indication was not provided. He noted his humapen savvio (red) device was not working correctly; date not known. He further described that he heard the clicks when he was pressing the dose knob while applying the insulin and that it did not happen before, that the insulin was not coming out and that there was space between the screw and the cartridge plunger. In addition, he noted that the problem occurred when the pen was dialed more than eight units, the screw came up instead of coming down (product complaint number (B)(4) and lot number 1407v03). Approximately on 16-jan-2018 his glucose levels were very high. He also used some human insulin isophane suspension 70%/human insulin 30% from laboratory but did not remember the exact name brought his glucose levels down very quickly. Treatment measures and outcome of the event was unknown. Human insulin isophane suspension 70%/human insulin 30% treatment was discontinued on an unknown date and unknown if it was restarted or not. Humapen savvio (red) pen treatment status was continued. The user of the humapen savvio (red) device was the patient and his training status was not provided. The humapen savvio (red) pen model duration was not provided. The suspect humapen savvio (red) pen duration of use was approximately three months. The suspect pen with (B)(4) was returned to the manufacturer on 19feb2018. The reporting consumer did not consider the event was related to human insulin isophane suspension 70%/human insulin 30% treatment whereas considered the event was related with humapen savvio (red) pen. Update 07mar2018: additional information received on 19feb2018 from global product complaint database. Updated malfunction from unknown to yes/cirm. Added device return status to returned to manufacturer and date returned to manufacturer for (B)(4) associated with lot of 1407v03 for humapen savvio (red) device. Case priority was changed accordingly. No additional information added. Edit 09mar2018: updated medwatch and european and canadian (EU/ca) fields for reporting. No new information added. Update 01may2018: additional information received on 30apr2018 from the global product complaint database. Entered device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added the date of manufacturer for the suspect device. Corresponding fields and narrative updated accordingly.